Manufacturer narrative:
The pipeline flex device has not been returned for evaluation. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of pipeline flex failure to open and vessel perforation during a procedure. The patient was undergoing flow diversion of an unruptured, saccular aneurysm in the cavernous, left internal carotid artery (ica). Vessel tortuosity was described as minimal. The devices were prepared as indicated in the IFU. It was reported that during the procedure, the pipeline flex was deployed. The head and middle section of the device opened normally, but the proximal section could not be opened. In addition,the proximal section could not be pushed out of the catheter. It was reported that the "head" of the pushwire punctured the middle cerebral artery (mca). Craniotomy was performed. The patient is reportedly conscious and is under observation. Outside of the patient, it was observed that the proximal section of the pipeline flex was "deformed" and could not be opened.

Manufacturer narrative:
The pipeline flex braid was returned for evaluation without the pushwire. The braid was found open with moderate fraying at both ends. No other anomalies were observed. Based on the analysis findings and the event description, the report of pipeline flex failure to open at the proximal section could not be confirmed. The event cause and the cause for braid damage could not be determined. The pipeline flex pushwire and catheter were not returned; any contributing factors from the pushwire and catheter could not be assessed. The review of lot history records shows that the device met all manufacturing requirements. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.